Manufacturer narrative:
Insulin pump was received with insulin pump error alarm during rewinding due to jammed motor gearbox. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm multiple times. Customer was able to successfully clear alarm and able to complete rewind. Customer performed displacement verification test successfully as well as self test was passed. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.